Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).

Event description:
The customer contact reported an adverse event while the device was in use. The tubing set was connected to the pt's PICC and was being used to deliver an unspecified concentration of hyperalimentation via a syringe pump for a duration of 72 hours. It was reported that after an unspecified length of time in use, the customer contact indicated that the filter on the tubing set had clogged and the syringe pump alarmed for an occlusion. At this time, it was noted that the PICC was clotted. The PICC and the tubing set were replaced and the therapy was resumed. The customer contact reported that "the baby is fine". There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.